Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
It was reported surgeon implanted the g7 cup then drilled a hole for the screw. Screw was being put in and went through the shell. No additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006525-bone scr 6.5x25 self-tap-j7290883, 00223200418- cable cerclage cable with crimp 1.8 mm dia. 635 mm length- 65452668, 30103203- g7 vit e neutral lnr 32mm c- 65055690. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02727. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.